Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced discharge from the implant site and was treated with silver nitrate (date not reported). The implanted device remains.